Event description:
A surgeon reported that an otherwise healthy female, who received 2 units of op-1 putty for a fusion re-do in 2005, experienced persistent fevers of 101 f despite antibiotic therapy and no signs of infection, fluid collection in the psoas requiring drainage and swelling at the graft site. The surgeon suspects fevers were not necessarily related to the use of op-1 putty. Casuality was not reported for the fluid collection in the psoas and swelling at the graft site. The events were deemed nonserious.

Manufacturer narrative:
Add'l lot #: fd0506003.